Event description:
It was reported that patient underwent total hip arthroplasty in 2006. Patient dislocated prosthesis and returned to surgery for open reduction twenty days later.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Review of device history records show lot released with no recorded anomaly or deviation. This report filed on october 25, 2006.